Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic-abdominal aortic aneurysm above the celiac artery approximately 8 months ago. Aneurysm morphology at the time of implant was not reported. Vessels were mildly tortuous and non-calcified. It was reported that approximately 1 month ago, a CT demonstrated that there was a type iii endoleak (junctional separation) of two stent graft components (MFR. Report # 2953200-2010-02076) and a proximal type a dissection. The physician stated that the dissection was not related to the stent graft. The physician elected to intervene by modeling of the stent grafts with a reliant stent graft balloon, which successfully resolved the endoleak. The physician also implanted two stent grafts proximally, which successfully resolved the dissection. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusion: (endoleak), (unknown cause of endoleak).